Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the radiofrequency connector on the link electronic module (lem) was loose and therefore the lem board was replaced and calibrated, the hard drive reconfigured and the software reloaded and updated. It was further noted that the rear display cover and upper hinge plate were worn and both were replaced. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.